Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain and anxiety as the device is no longer inflating. The patient states that the pump flattened after one squeeze, and fluid will not transfer. In addition, the patient states that he has tried troubleshooting techniques with no resolution, and he can feel and hear air within the system when inflating the ipp. Computed tomography scanning determined that the reservoir is empty which indicates fluid leakage; however, the source of it is unknown. The device remains implanted and the patient is considering a revision procedure.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain and anxiety as the device is no longer inflating. The patient states that the pump has flattened after one squeeze, and fluid will not transfer. In addition, the patient states that he has tried troubleshooting techniques with no resolution, and he can feel and hear air within the system when inflating the ipp. After evaluation it was determined that the reservoir is empty which indicates fluid leakage; however, the source of it is unknown. The device remains implanted.

Manufacturer narrative:
The exact event date was not available, therefore the date 01/01/2024 was used as estimate. Additional information updated: b5: describe event/problem.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain, anxiety and depression as the device is no longer inflating. The patient states that the pump flattened after one squeeze, and fluid will not transfer. In addition, the patient states that he has tried troubleshooting techniques with no resolution, and he can feel and hear air within the system when inflating the ipp. The patient also informed that he feels that the connecting tube that goes from the pump to the reservoir might be broken, or the connector might be separated. Computed tomography scanning determined that the reservoir is empty which indicates fluid leakage; however, the source of it is unknown. The device remains implanted, and the patient stated he will have a revision surgery soon.

Manufacturer narrative:
The exact event date was not available, therefore the date 01/01/2024 was used as estimate. Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. The first cylinder presented a hole and a leak in its proximal end, consistent with sharp instrument damage, along with wear at fold in the middle, proximal and distal portions of its body. The second cylinder exhibited a hole in its proximal end also consistent with sharp instrument damage; however, the component passed the leakage evaluation. The pump was microscopically inspected, leak and functionally tested. Microscopic evaluation revealed that the kink resistant tubing (krt) was disconnected at the window quick connector (wqc). The pump passed leakage and functional testing. The reservoir was microscopically inspected and tested for leaks. No damage or abnormalities were noted in the component, and no leaks were identified. Based on the information available and analysis results, the disconnection of the pump's kink resistant tubing (krt) at the wqc could have caused or contributed to the reported clinical observations of disconnection, inflation issues, fluid loss and air in the system.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain, anxiety and depression as the device is no longer inflating. The patient states that the pump flattened after one squeeze, and fluid will not transfer. In addition, the patient states that he has tried troubleshooting techniques with no resolution, and he can feel and hear air within the system when inflating the ipp. The patient also informed that he feels that the connecting tube that goes from the pump to the reservoir might be broken, or the connector might be separated. Computed tomography scanning determined that the reservoir is empty which indicates fluid leakage; however, the source of it is unknown. A surgical procedure was performed at a later date, during which it was noted that the pump tubing had become detached from the reservoir tubing at the quick connect site. Additionally, a right cylinder crossover was identified. Cylinders and pump were removed and replaced, while a new reservoir was added to the system and the previous one was left in place. No further patient complications were reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain, anxiety and depression as the device is no longer inflating. The patient states that the pump flattened after one squeeze, and fluid will not transfer. In addition, the patient states that he has tried troubleshooting techniques with no resolution, and he can feel and hear air within the system when inflating the ipp. The patient also informed that he feels that the connecting tube that goes from the pump to the reservoir might be broken, or the connector might be separated. Computed tomography scanning determined that the reservoir is empty which indicates fluid leakage; however, the source of it is unknown. The device remains implanted, and the patient is considering a revision procedure.

Manufacturer narrative:
The exact event date was not available, therefore the date (B)(6)2024 was used as estimate. Additional information updated: b5: describe event/problem. B3: date of event. H6: impact codes, device codes.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain and anxiety as the device is no longer working. The patient states that the pump has flattened after one squeeze, and fluid will not transfer. In addition, the patient states that he has tried troubleshooting techniques with no resolution, and he can feel and hear air within the system when inflating the ipp. After evaluation it was determined that the reservoir is empty which indicates fluid leakage; however, the source of it is unknown. The device remains implanted.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain, anxiety and depression as the device is no longer inflating. The patient states that the pump flattened after one squeeze, and fluid will not transfer. In addition, the patient states that he has tried troubleshooting techniques with no resolution, and he can feel and hear air within the system when inflating the ipp. The patient also informed that he feels that the connecting tube that goes from the pump to the reservoir might be broken, or the connector might be separated. Computed tomography scanning determined that the reservoir is empty which indicates fluid leakage; however, the source of it is unknown. A surgical procedure was performed at a later date, during which it was noted that the pump tubing had become detached from the reservoir tubing at the quick connect site. Additionally, a right cylinder crossover was identified. Cylinders and pump were removed and replaced, while a new reservoir was added to the system and the previous one was left in place. No further patient complications were reported.

Manufacturer narrative:
The exact event date was not available, therefore the date 01/01/2024 was used as estimate. Additional information updated: b2: outcomes attrib to adv event. B5: describe event/problem. D6b: explant date. H6: impact codes.